Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 07 nov 2006. It has exceeded its expected service life of 5 years and is over 11 years old. As part of routine service during testing, the device was examined and found no physical damage. After replacement of the processor board, the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No patient was involved with this event.